Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that during follow up, svt episodes were observed in the vt zone and inappropriate therapy delivered. The physician reprogrammed the device. No further information is available at this time.